Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over a year after the dental implant was placed in ada site 29 in the mouth, the implant lost integration in type iii bone. A full lower arch was placed in (B)(6) 2017. Clinician noted the patient's pain, inflammation, hypersensitivity, bone loss, minimal ridge width and poor quality of bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that over a year after the dental implant was placed in ada site 29 in the mouth, the implant lost integration in type iii bone. A full lower arch was placed in (B)(6) 2017. Clinician noted the patient's pain, inflammation, hypersensitivity, bone loss, minimal ridge width and poor quality of bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).